Manufacturer narrative:
H3: product analysis of part # 5584009 ; lot # rs19j028 visual inspection confirmed approximately 4mm of the instrument tip has been broken off, consistent with interface during usage. The remaining torx tip has been twisted. Fracture surface analysis revealed a fairly flat fracture surface and circular material flow. This type of damage is consistent with torsional overload. This regulatory report is being submitted due to retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare facility via manufacturer representative regarding two drivers used for spinal fusion with transforaminal lumbar interbody fusion. It was reported that both drivers broke. There were no fragments of the implants or instruments remained in the patient's body. Product will be returned. There were no further complications reported as a result of this event. Additional information received from manufacturer representative that the drivers broke while trying to snap off set screw during procedure. Pre-op diagnosis unknown. Patient was involved in the event. Product came in contact with the patient. But there were no complications reported.